Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a controller power up with no motor start on 29/jul/2024 at 13:11:24 followed by a second controller power up with an associated pump start even logged on 30/jul/2024 at 09:45:18. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set right after the first the controller power up event. Additionally, review of the data log file revealed that the first data point was logged on 7/30/2024 at 09:45:46, indicating that the power up events likely occurred during the initial programming of the controller. Log files also revealed one (1) vad disconnect alarm logged on 30/jul/2024 at 09:45:18, indicating that the controller was powered up without the driveline connected. As a result, the reported loss of power event and vad disconnect alarm were confirmed. Based on the available information, the most likely root cause of the reported events can be attributed to the initial programming of the controller during a controller exchange as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power and a ventricular assist device (vad) disconnect alarm possibly associated with a controller exchange. The controller remains in use. No patient complications have been reported as a result of this event.